Event description:
Event description guidant received information that during a normal follow-up the impedance measurements of this implantable transvenous defibrillation lead decreased (from 800 to 200 ohms). After opening the patient the physician realized that the lead was fractured at the level of the subclavia under the left clavicle. The lead was explanted, replaced and returned to guidant for analysis.